Event description:
It was reported the telescope had a loose component on eyepiece. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and new information added to the following fields: d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the identified defect can be attributed to improper handling and application of excessive mechanical force, impact to the scope like fall, shock or similar stress. Olympus will continue to monitor the field performance for this device.